Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were reviewed and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. A visual inspection of the device and an inspection of the memory content revealed no anomalies. At a next step the device was subjected to an electrical analysis. A sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing functions to be as specified. In summary, the analysis revealed no indication of a device malfunction. It cannot be excluded that the implants position or the patients physiology contributed to the clinical observation. The analysis revealed no indication of a device malfunction.

Event description:
Loop was explanted due to undersensing. No adverse patient events were reported. Should additional information be received, this file will be updated.